Manufacturer narrative:
A product investigation is in progress.

Event description:
Piece of plastic had been inside me- vagina [foreign body in reproductive tract] pain- vagina [vulvovaginal pain] uncomfortable, irritation- vagina [vulvovaginal discomfort] shooting pain all the way into my thigh [pain] removed tampon. Had to painfully tear it out [complication of device removal] (tampon had) large piece of plastic much like the bottom of a plastic applicator [device physical property issue] tear and wound-vagina [vulvovaginal injury] consumer email stated she tore out a large piece of plastic much like the bottom of a plastic applicator when she removed a tampon. The tampon applicator was found to be intact. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Piece of plastic had been inside me: vagina [foreign body in reproductive tract]. Pain: vagina [vulvovaginal pain]. Uncomfortable, irritation- vagina [vulvovaginal discomfort]. Shooting pain all the way into my thigh [pain]. Removed tampon... Had to painfully tear it out [complication of device removal]. (Tampon had) large piece of plastic much like the bottom of a plastic applicator [device physical property issue]. Tear and wound-vagina [vulvovaginal injury]. Consumer email stated she tore out a large piece of plastic much like the bottom of a plastic applicator when she removed a tampon. The tampon applicator was found to be intact. No serious injury was reported.

Manufacturer narrative:
13-apr-2021, no failure could be identified as a result of the investigation.

Event description:
Piece of plastic had been inside me- vagina [foreign body in reproductive tract]. Pain- vagina [vulvovaginal pain]. Uncomfortable, irritation- vagina [vulvovaginal discomfort]. Shooting pain all the way into my thigh [pain]. Removed tampon...had to painfully tear it out [complication of device removal]. (Tampon had) large piece of plastic much like the bottom of a plastic applicator [device physical property issue]. Tear and wound-vagina [vulvovaginal injury]. Case description: consumer email stated she tore out a large piece of plastic much like the bottom of a plastic applicator when she removed a tampon. The tampon applicator was found to be intact. No serious injury was reported.